Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports an infection that isn't bacterial and three kinds of antibiotics have been administered through an IV. The patient is requesting a manufacture representative (rep) to be present at their appointment with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.